Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 2252063 d4. Medical device expiration date: 30-06-2023 h4. Device manufacture date: 09-09-2022 d4. Medical device lot#: 2277247 d4. Medical device expiration date: 31-07-2023 h4. Device manufacture date: 04-10-2022 g.5. PMA / 510(k)#: k222591 h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) there was contamination of twenty bottles across two lot numbers. No patient impact was reported. The following information was provided by the initial reporter: "according to the customer's report, listeria grows after usage in multiple bottles."

Manufacturer narrative:
H.6. Investigation summary: catalog 442023 batch no.2277247 customer reported a contamination issue while using bactec product. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with bactec product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results. No corrective actions were required. Catalog 442023 batch no. 2252063 customer reported a contamination issue while using bactec product. Neither photos nor returned good samples were received. Upon further evaluation it was noticed that complaint received was from a product already expired. Investigation cannot be conducted to the retention samples since the product is already expired. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. The batch history record was not reviewed as the lot is expired, nonetheless batch history records are always reviewed prior to product release. Complaint is unconfirmed.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) there was contamination of twenty bottles across two lot numbers. No patient impact was reported. The following information was provided by the initial reporter: "according to the customer's report, listeria grows after usage in multiple bottles."

Manufacturer narrative:
The following fields have been updated: 2 possible lot numbers were reported: d4. Medical device lot#: 2252063 d4. Medical device expiration date: 30-jun-2023 d4. Unique identifier (UDI) #: (B)(4). H4. Device manufacture date: 09-sep-2022 d4. Medical device lot#: 2277247 d4. Medical device expiration date: 31-jul-2023 d4. Unique identifier (UDI) #: (B)(4). H4. Device manufacture date: 04-oct-2022 b5. It was reported while using bd bactec¿ plus aerobic/f culture vials (plastic), a bottle was contaminated with listeria. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.

Event description:
It was reported while using bd bactec¿ plus aerobic/f culture vials (plastic), a bottle was contaminated with listeria. There was no report of patient impact.